Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced a hardware error. Patient was advised to plug in the device by dexcom technical support on (B)(6) 2013.